Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator incorrectly diagnosed heart rhythm. Programming changes were made to resolve the issue. Patient was stable throughout the event.